Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer stated that he took of the insulin pump to shower and it was alarming when he came out of the shower. The customer pressed esc and act buttons to clear the alarm and received a battery out limit alarm after changing the battery. Blood glucose value was 176 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The pump was programmed with multiple basal rates and was monitored. The basal rates were delivered and recorded properly in the basal review screen. No settings were erased. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a broken reservoir tube lip.